Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had poor lighting and it does not adjust lighting for distance. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection; however inspection was carried out by field service engineer, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor lighting and it does not adjust the lighting for distances due there was no cable between processor and the light source. A light control cable was required between the processor and the light source. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.